Event description:
Report received from abbott international affiliate (abbott united kingdom) of an unrequested bolus dose. No information was available with respect to the medication being administered, the pump settings or patient data. It was unknown if any adverse patient effects had occurred. Though the affiliate, abbott united kingdom, was queried for further information, no further information was provided.